Event description:
It was reported by the doctor that an adhesive strand was observed on the peripheral backside of an optic lens on preloaded dcb00. The strand was successfully removed using aggressive irrigation aspiration and no patient complications were reported. The intraocular lens remained successfully implanted and the strand was removed. No further information was provided.

Manufacturer narrative:
Section a2,a3, a4 and a5: unknown/ not provided. Section b3: date of event: unknown, information not provided. Section d6a: if implanted, give date: not applicable, as lens remains implanted. Section d6b: if explanted, give date: not applicable, as lens remains implanted. Device evaluation: at the time of the investigation, device was not available for evaluation, therefore no testing could be performed. The reported event cannot be confirmed. Manufacturing record review: the manufacturing records for the device were reviewed. The product was manufactured and released according to specification. Conclusion: based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.